Manufacturer narrative:
On 19nov2019 additional medical information was received from the affiliate. The patient (pt) confirmed on a follow-up appointment in (B)(6) 2019 treatment was stopped and pt was discharged. The od vision has retuned to normal and the pt has retuned to contact lens wear. No additional medical information was provided. No additional medical information is expected. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On (B)(6) 2019, a patient (pt) in (B)(6) reported a diagnosis of ¿cornea ulcers¿ while wearing an acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). The pt experienced a ¿scratching feeling¿ upon insertion of the suspect cl on (B)(6) 2019 and felt sore and scratchy after removal. The pt visited the hospital and was diagnosed with ¿cornea ulcers¿ and was prescribed chloramphenicol antibiotic and exocin eye drops. The pt reported using the medication for 6 weeks and cannot currently wear cls. No further information was provided. On (B)(6) 2019, the pt was contacted, and additional information was provided. The pt reported that on (B)(6) 2019, the right eye (od) was ¿scratchy¿ for about 4-5 hours after insertion of the suspect cl. The pt removed the cl after 10 hours of wear. Over the weekend, the pt experienced pain, foreign body sensation, and photophobia in the od. On (B)(6) 2019, the pt visited an optician who advised the pt of a suspect corneal ulcer and the pt was referred to the hospital. The pt visited the hospital on (B)(6) 2019 and was diagnosed with a corneal ulcer, 2mm in size at 8 o¿clock, that was related to cl wear. There was no scrape taken or pathogen identified. The pt was prescribed chloramphenicol ointment to use 4 times daily for first 2 weeks and exocin eye drops to use every 2 hours throughout day and night for 8 days, then reduced to 4 times daily. The pt¿s vision was unaffected. At the pt¿s last follow-up visit at the end of (B)(6) 2019, the pt was advised to stop all drops and return for follow-up again on (B)(6) 2019. On (B)(6) 2019, an attempt was made to contact the pt, but no additional information was received. The suspect od cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5640100111 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.